Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that per doctor (B)(6) office, this patient is experiencing difficulties with their hip implant and has had blood tests and MRI. Update: patient stated that both hips are experiencing "clicking and popping" and groin pain. Patient is experiencing difficulty lifting legs going upstairs. Patient is having difficulty standing to get out of the car and has to pop his hips back into place. Patient is scheduled for revision surgery on (B)(6) 2012 for right hip. Left hip will be revised approximately 8 weeks after right hip. Additionally, reported on (B)(4) 2012 via sales rep: patient was revised from a rejuvenate to a cement spacer on (B)(6) 2012 due to a discovered infection (gram stain). The patient had complained of pain and was diagnosed with a 22 metal blood serum level on (B)(6) 2012. The cemented stem antibiotic spacer was removed and a new secure-fit stem, head, trident psl and mdm liner and poly was implanted.